Event description:
On (B)(6) 2015, the distributor contacted zipline asking for advice regarding use of prevail solution with respect to zip device adhesion problems. No other details were provided. On (B)(6) 2015, the distributor reported the following additional details: the zip device was not used correctly. The resident did not clean the incision as instructed prior to applying the zip device. He then applied an island dressing over the zip device in a manner contrary to the IFU and instructions given by the distributor. On the following day, because the dressing was directly adhered to the zip device, the zip device came off when the island dressing was removed. Steri-strips were applied over the incision. See scanned page.